Manufacturer narrative:
Correction: disregard reference on initial report to concomitant IV bags (250ml baxter bag ndc (B)(4), lot number y244889, exp feb 19, 0.9% nacl; 100ml hospira bag ndc (B)(4) lot 79-005-c6 exp 1 jan 2019 natalizumab) as the customer later stated that these were sent in relative to a different event. No secondary set or ib bags were received for this file. The customer¿s report of back flow from the secondary into the primary was not confirmed. The primary set was visually inspected and no anomalies were noted. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing resulted in no back flow into the primary bag. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, ndc 0338-0049-02, lot number y244889, exp feb 19, 0.9% nacl; 100ml hospira bag, ndc 0409-7984, lot 79-005-c6, exp 1 jan 2019, natalizumab, therapy date: unk. (B)(4), lot: 17067135 is 10885403228001. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at completion of an tysabri infusion, the nurse found that the secondary backflowed into the primary infusion and that they had to administer the entire primary infusion in order to ensure that the patient received all of the medication as ordered. This is only occurring in the neuro clinic. There was no report of patient harm.